Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient underwent hemodiafiltration treatment with polyflux 170h dialyzer. It was reported that after less than 20 minutes of treatment with polyflux 170h dialyzer, the patient experienced chest tightness, shortness of breath, irritating cough, and itching of the skin all over the body. It was reported that the patient was provided "immediate oxygen inhalation, cessation of ultrafiltration and reduction of blood flow". It was reported that the symptoms did not improve. The patient was provided with 5mg of dexamethasone sodium phosphate intravenously, but it was reported that the symptoms did not improve. The dialyzer was replaced. The symptoms gradually decreased. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.